Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, 2 misfires of stapler encountered. The first incident was at the antrum where a misfire occurred. Luckily the stapler jammed and was able pulled it and used a new load. In the second instance, the stapler was too slow and then misfired and the stomach was opened. Staple line was incomplete at distal part. Twisted stomach led to reoperation and turned to be a mini gastric bypass. It was being restapled and over sewn the defect. Extended incision was done more than 1 inch and surgical procedure extends for more than 30 minutes.